Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 3/07/2017 with the following findings: during testing, it was observed that the display screen was dim and discolored. Unrelated to this issue, the audio bolus button cover was damaged but the button was still responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6)2017.